Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red, itchy, and irritated under the left and right back electrodes. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a zinc cream for the rash. Follow up indicated that the rash improved.